Event description:
Approximately seven months post index procedure, a pci event was reported from the descover registry due to restenosis involving the target lesions. The proximal left anterior descending and 1st diagonal branch were treated using a taxus des.